Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal proximal extension and a limb stent graft. Approximately six and a half (6.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and two (2) vela suprarenal proximal extensions on (B)(6) 2021. The endoleak was successfully resolved and the patient is reportedly in good condition.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, a vela suprarenal proximal extension and a limb stent graft. Approximately six and a half (6.5) years post initial procedure, the patient presented at routine follow-up with a type iiib endoleak. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and two (2) vela suprarenal proximal extensions on (B)(6) 2021. The endoleak was successfully resolved and the patient is reportedly in good condition. Additional information received per clinical assessment indicating that significant aneurysm sac growth (of 18mm) also occurred at the time of the reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak of both the proximal extension and the bifurcated stent graft, and the secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth (of 18mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 89-month post implant CT (computed tomography) scan. The most likely causation for the reported event is device-related due to the use of strata material. While the left common iliac diameter was off-label at time of initial implant, this did not appear to contribute to the reported event. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported to be in good condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11. H9 correction/removal rpt num.